Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had "false positives". Customer reported that they are seeing suspected false positive results while running the enteric parasite and bacterial panel assays. The customer database was provided to bd service specialists and quality for further analysis which revealed evidence of normalizer drift while the customer runs interleaved runs. A bd field service engineer (fse) was dispatched to the customer site where they performed reader normalization and installation of new software scripts to correct the issue. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by quality revealed evidence of reader normalizer signal drift occurring during interleaved runs. Review of device history record for instrument ct0963 is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct0963, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter: the client reports that in terms of results they have a very positive patient who impacts the results of other patients alongside.

Manufacturer narrative:
501k: k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter: the client reports that in terms of results they have a very positive patient who impacts the results of other patients alongside.